Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The patient experienced nausea, dizziness, and shakiness. The blood glucose reading was rapidly decreasing from 60 to 50 mg/dl and the cgm reading was 90 mg/dl and rising while the patient was still at home. At an unspecified time, before the patient was taken to the hospital the cgm reading was 100 mg/dl and the bg reading was 70 mg/dl. Due to the inaccurate values the patient was taken to the hospital by a family member and was treated there with glucose and oral mcp (anti-nausea medication, non-otc). The patient was discharged the same day. At the time of the report the patient was feeling good. It has been reported that reading was rapidly decreasing from 60 to 50 mg/dl and the cgm reading was 90 mg/dl and rising. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.